Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Damage to the haptic was observed in the returned photo. Provided photo shown an auto-nome device and a lens against unknown background. The lens is outside the device; one haptic is broken and detached from the optic. There appears to be solution on the lens. The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated product. Based on our observations of the returned photo, the lens is outside the device; one haptic is broken and detached from the optic. There appears to be solution on the lens. According to the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: 2025-61135

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a broken haptic. Additional information has been requested and received stating that, during iol implantation, the injector plunger passed under the lens. There was no way to return the plunger or push it in. Tried to press the plunger to release the iol, but it got stuck and lost its haptics. There was patient contact and the harm was noted as aphasia. Symptoms were continuing. Surgery was not completed on the same day and informed that the patient would undergo new iol implant surgery on (B)(6) 2025.